Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bent npe & the 2nd related complaint for needle clog on lot # 9036891. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles are not delivering medication during priming and injections. The following information was provided by the initial reporter: material no: 320122 batch no: 9036891. It was reported needle bent on non patient end when he removed the tear drop and nothing comes out of the needle during the priming and sometimes during the injections. Issue: nothing comes out of the needle during the priming and sometimes during the injections. The one that does not work during injection he does the priming, it works but it does not dispense insulin sometimes one drop comes out. This occurred about 10-15 times. Consumer uses the new needle each time of his injection. He does the priming, he rotates the injection sites. He tightens the pen needle, but not too tight. He does not visually tests the needle to see if it is straight on both side needles. Explained consumer not to tighten the pen needle while attaching. Offered to send the voucher and advised to save the sample if re occurs.